Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation. The stent was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned stent revealed that the stent is severely deformed (i.e., elongated) over its entire length, only a few strut rows are unstretched on both ends. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stylet was pulled out over the patient and was placed on the back wagon, but the stent was not mounted on the balloon. Since the stent had not dislodged on the patient, the doctor turned around and checked the top of the wagon. When the state of the dropped stent was checked, both ends of the stent were clogged, but the middle portion was completely stretched.